Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion" was not reproduced. The device passed the downstream occlusion testing. A review of the event history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.